Event description:
Procedure: liver resection. According to the reporter: a piece of the device broke off inside the patient's cavity. The surgeon was able to visually locate the piece and remove it. Another stapler was use to complete the procedure. There was no injury reported and the procedure was only extended about 10 minutes. Upon receipt of the device on 10/03/2007, it was observed that the device remained clamped on tissue and the device was returned with a tissue specimen in the sulu jaws. Therefore, it will be assumed that the device required surgical removal from tissue and the tissue is additional loss.